Manufacturer narrative:
Pump received and unit passed displacement test, basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime and system sensor test due to faulty fsr. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 224 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.